Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic thoracotomy, when performing a tissue resection, the device did not fire, the stapler jammed and would not open or closed. Another device was used to resolve the issue. There was no patient harm.